Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for about 5 seconds, the balloon ruptured around the mid balloon area. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.